Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 48 devices were evaluated in the field and the issue was confirmed; 27 units had broken/damaged components 4 units had bent components, 4 units had worn components, 6 units has loose components, 3 units had dirty components, 2 units has misaligned components, and 2 units had missing components. The devices were repaired and returned. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 49 </noe> malfunction events, where it was reported the cot was difficult to load/unload into the ambulance. 48 events had no patient involvement. 1 event had patient involvement, however there were no consequences or impacts to the patient.